Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was not reported. The same day as event onset, the patient was hospitalized for the event and began treatment with vancomycin injection (1 gram, stat dose, duration and route not reported) and meropenem injection (dose, route, duration and frequency not reported) for peritonitis. At the time of his report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information was available.